Event description:
Procedure: vats. According to the reporter: the handle could not be fully squeezed and there was audible response from the instrument. An additional incision was created, and other devices were used which resulted in additional tissue resection and extension of surgery time by more than 30 minutes. Oozing bleeding was reported as under 200cc.

Manufacturer narrative:
.